Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5. D1, d3, d4. D5, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system opened the key for the fridge to the non-keyed items. A technical support specialist removed the record from the tempissuepreselectitemlist and scheduled to be fixed in the master upgrade to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medbank system, the key for the fridge was opened when accessing oxycodone and eliquis, under mql no key combinations were associated with these 2 items. Customer stated that the cabinet would go through the process of the key being issued out and then being returned before the actual item was being issued. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined key was opened on non-keyed items. A technical support specialist removed the record from the temp is super select item list and scheduled to be fixed in the master upgrade to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system, the key for the fridge was opened when accessing oxycodone and eliquis, under mql no key combinations were associated with these 2 items. Customer stated that the cabinet would go through the process of the key being issued out and then being returned before the actual item was being issued. There were no adverse events or injuries reported based on this event.